Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was used for atrial pacing during implant. It was noticed later in the procedure that the lead dislodged. The physician attempted to reposition the lead by retracting the helix and pulling back however, the lead tip appeared to be stuck. Counterclockwise rotations were also attempted to free the lead but were unsuccessful. Traction, with the helix extended, was also attempted but it was noted the shape of the helix deformed into a bend while doing this. The lead was capped and replaced. No patient complications have been reported as a result of this event.